Event description:
It was reported that the patient was experiencing intermittent phrenic nerve stimulation while in the seated position. The patient's right atrial (ra) lead was reprogrammed with decreased outputs. The lead is still in use. The patient is a participant of the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.